Event description:
It was reported, the device battery depleted faster than anticipated. At interrogation prior to the device replacement procedure, a loss of capture was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a dislodgement was observed. The device was explanted and replaced and the ra lead was capped and replaced to resolve the event. The patient was stable.